Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 46 mg/dl, due to needing settings adjustment. Customer did not provide how low bg was addressed. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.